Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, it was discovered that the tip of the brush was coming out of the forceps channel. In addition, estimation found the following defects:crushed insertion tube, angle knob was loose, adhesive chipping, suction cylinder paint was peeling, scratches noted on the insertion tube, and the objective lens had a chip. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned their (B)(4) gastrointestinal videoscope due to some deformations noted on the insertion tube. There was no patient harm or consequence reported as a result of this event, however additional details relating to the patient and the event have been requested, but no response has been received at this time. During the device evaluation, it was discovered that the tip of the brush was coming out of the forceps channel. This report is being submitted to capture the brush coming out of the forceps channel.

Manufacturer narrative:
This supplemental report is being submitted capture additional information provided by the initial reporter, as well as the results of the manufacturer¿s investigation. Both a review of the device history record (DHR) and a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Though a definitive root cause could not be identified, it is believed that the reported event was likely caused by insufficient reprocessing or handling of the unit leading to a compromising defect in the subject device. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the initial reporter noting that this event occurred during device pre-inspection. There was no patient or procedural information to note.